Event description:
During review of fire dept emergency response cases for the month of 12/96, hosp administrators reportedly questioned the automatic external defibrillator's diagnosis when it advised no shock on a pt. The pt was not revived. After looking at the recorder strips of the event approx one month later, the hosp reviewer believed the pt's rhythm may have been shockable.